Event description:
It was reported that this right ventricular (rv) lead appeared to deliver one inappropriate shock due to noise oversensing. Additionally, this lead exhibited high out of range shock impedance measurements above 200 ohms and high out of range pacing impedance measurements above 3000 ohms. Technical services (ts) was consulted and upon data review, noisy signals were found on this lead channel for previous stored episodes. Ts considered that these issues may be indicative of lead fracture, in which case a lead revision was recommended. No additional adverse patient effects were reported. This rv lead remains in service.